Event description:
Post-op infection. The patient was admitted for surgery due to lumbar disc herniation accompanied by nerve root disease. The patient's symptoms improved after surgery and was discharged. After discharge, the wound dressing was changed at a local hospital (the specific operation is unknown whether it conforms to aseptic principles). After the activity, the wound became moist and was treated at the local hospital. At the same time, the patient developed a fever in the afternoon and tested positive for mycoplasma pneumoniae antibody igm. After treatment with "azithromycin", the patient's temperature decreased compared to before, but it has not yet returned to normal. At this time, the patient was readmitted for a follow-up examination with high inflammatory indicators. The exudate was taken and sent for general bacterial culture, followed by empirical treatment with cefoperazone sulbactam sodium. A large amount of subcutaneous fluid was observed on lumbar MRI, and the doctor performed postoperative lesion clearance and perfusion irrigation drainage surgery. Postoperatively, the patient received empirical anti-infective treatment with cefoperazone sulbactam sodium and vancomycin. The postoperative bacterial culture results are generally reported as "staphylococcus epidermidis (multidrug-resistant)", and the patient's body temperature drops below 37.5? After surgery, the bacteria at the end of the drainage tube were generally cultured as "enterobacter cloacae complex". After consultation with the infectious disease department, cefotaxime was added for treatment. After surgery, the patient's blood routine showed a white blood cell count of 2.07 × 109/l. The patient complained of fever again in the afternoon, and the urgent blood routine examination that evening showed a white blood cell count of 1.69 × 109/l. It is considered to be a side effect of long-term use of antibiotics. The infectious disease department and clinical pharmacy department will consult and stop using antibiotics, and at the same time, white blood cell elevation treatment will be given. Postoperative follow-up blood routine showed a white blood cell count of 3.29 × 109/l. The right drainage tube was removed and the end of the tube was sent for general bacterial culture. The postoperative general bacterial culture result was negative; the postoperative bacterial culture results were generally negative, with white blood cell count of 5.12 × 109/l, erythrocyte sedimentation rate of 54mm/h, c-reactive protein of 38.5mg/l, interleukin-6 of 4.74pg/ml, and procalcitonin of 0.23ng/ml. After consultation with the infectious disease department, levofloxacin was used for treatment, and the patient's blood routine, liver and kidney function, electrolyte, etc. Were monitored. The erythrocyte sedimentation rate was regularly rechecked crp? Inflammatory indicators such as interleukin-6 and procalcitonin showed that the patient's condition was stable and the wound healed well before being discharged. Additional information was received on 10.04.2026 stating: received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.